Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on the left side. Device status is unknown.

Event description:
Upon further information, allergan has determined that the affected device is not PMA approved.